Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the eval is completed.

Event description:
Pt had mesh implanted for umbilical hernia. Pt later presented an infection. The mesh was removed and the pt was given antibiotics.